Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is displaying error messages.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: e1(event site telephone: unknown, earlier it was mentioned as +1(254)447-1410 but that no is contact person phone number). A getinge field service engineer (fse) evaluated the unit and stated that fse checked logs and determined that this was a patient related issue. Patient pressure too low for unit to auto calibrate fiber optic and customer failed to do manual calibration so they got a calibration expired alarm. I found no issues with the pump it is operating normally no problems found. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit is displaying error messages. The iabp never shut down and continued to pump with no patient injury.